Event description:
Customer reports that his meter read between 180mg/dl - 160 mg/dl on his meter before he dosed the strip while using the compact system. No quality controls were run. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.